Manufacturer narrative:
Device power up properly after battery installation, no blank display anomaly noted. Device alarmed a broken force sensor was detected during seating or regular delivery error alarm followed by a critical pump error due to corrosion at the electronic assembly. The motor and battery tube were found with traces of corrosion per visual inspection. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with cracked keypad overlay at select button. Device received with minor scratched display window, case and keypad overlay texture damaged.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 24.7 mmol/l at the time of the incident, took her insulin shots. Customer stated display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is not expected to be returned for analysis.